Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During deep ligation, a few sutures were broken. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/28/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please provide lot number. Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? We regularly contact with sale rep about the device returning. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). =>hiromi tokuyama the following information was reported: the doctor said that it was felt that the strength of the prolene suture was inferior to that of the previous version. It often breaks during ligation, and the doctor thought it might be a compatibility with the gloves, but the gloves have not been changed from the previously used ones, so the doctor not seems to be a compatibility with other medical devices. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2024 additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One empty straight packet, seven needle suture pieces, and one detached needle were received for analysis that belong to product code m8805. This product code is multi-strand and contains four strands double armed per packet. During the visual inspection of the needle suture pieces, a knot was observed in one of the suture pieces. Besides that, the end of all suture pieces was noted to be probably caused by a surgical instrument. The other sections of the sutures were not returned for evaluation. In addition, the detached needle was examined, and marks that appear to be caused by a surgical instrument at the edge of the needle were found. This condition probably caused the suture to break. Per the conditions of the returned samples, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.